Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 0237627. Medical device expiration date: 2023-08-31. Device manufacture date: 2020-08-24 investigation summary: a device history record review was completed for provided lot number 0237627 & 0332657. The reviews did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the product packaging was observed torn and damaged. Based on the investigation results, an exact cause related to the manufacturing process could not be determined at this time for this incident. It is possible that this type of damage could result from an incorrect method of separation. It is recommended that the blister packages are separated on a horizontal plan. Additional investigation results could be concluded if the physical samples were available for this incident or any possible future occurrences. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that when received the packaging of some bd posiflush¿ were compromised. There were 7 packages of lot# 0332657 and 1 from lot# 0237627. The following information was provided by the initial reporter: it was reported that the packaging was received with a slash and a tear in it. The sterile field flushes had a few compromised packages. At first we thought it was us with a box cutter; but these have a pop off lid that prevents us from doing that. So 2 pics show the ¿slash¿ and one pic shows a tear. There are not a ton of them, so we¿re not panicking, just sending info your way. Lot #0332657 were slashed (7 syringes). Lot # 0237627 was torn (1 syringe).